Event description:
Customer reported receiving two motor error alarms. Customer reported that at least one of the error alarms occurred during bolus. Customer reported that at the time of the call, she was hospitalized due to kidney and heart problems. Blood glucose level was 366 mg/dl at the time of the call. Customer reported that she was not being treated for high blood glucose levels by the hospital. Customer reported that the insulin pump was recently worn during an x-ray. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.